Event description:
It was reported that during a laparoscopic gastric bypass procedure, the stapler fired, but would not open. Surgeon was able to open by pulling the shaft back towards handle. Surgeon opened another stapler to finished case. There was no pt consequence. During analysis, the device would not open.